Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three weeks post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient developed ventricular tachycardia (vt). The device delivered multiple shock therapy attempts, but did not convert the rhythm. The rhythm eventually converted on its own and the patient did not suffer any adverse consequences. X-rays were taken and compared to implant x-rays. The electrode appeared to have shifted slightly lateral, which is believed to be the likely cause for the non-conversion of vt. The s-ICD pulse generator was still in proper position. The physician made the decision to explant the s-ICD system and replace with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.